Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient recovered and the issue resolved on (b)(b) 2018. No further complications were reported/anticipated as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va1jpfa, implanted: (B)(6) 2017, product type: lead. Product ID: 3387s-40, lot# va1jpfa, implanted: (B)(6) 2017, product type: lead. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that the patient experienced a disturbance of consciousness twice at their house on (B)(6) 2017. The patient was taken to the emergency department and was treated with diazepam and valproate zyban. An epileptiform seizure was also noted. The etiology was noted as possibly related to the procedure, not related to the left implantable neurostimulator (ins), not related to the right ins, possibly related to the left and right leads, and not related to the left or right extension, parkinson's disease, or a different underlying condition/disease. The actions/interventions taken to resolve the event included hospitalizing the patient on (B)(6) 2017 and administering medical/non-surgical intervention; the patient was released from the hospital on (B)(6) 2017. The event was considered recovering/resolving at the time of this report. The patient's medical history included parkinson's disease, dyskinesia, and motor fluctuations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that the patient was given depakine, not valproate zyban. No further complications are anticipated.